Manufacturer narrative:
(B)(4). One (1) stapler of catalog number 528135 visistat 35r 6/box was received used, opened without original packaging; lot # was not confirmed; stapler was received with remaining staples. During visual inspection all components looked well assembled, no stuck staple in tip of cartridge. A functional evaluation was performed, and the failure mode stuck in stapler was confirmed; root cause for this issue is due to a staple misaligned inside the cartridge. After removal of the misaligned staple, stapler was fired in several forms to try to duplicate the reported defect; no issues were found. A check of the loading machine was conducted for any condition that affects the misaligned staples, but no relevant event occurred. No actions will be taken at this time. However; production personnel will notified about the issue. This defect is an isolated case; there are no other complaints related to lot number with the same condition. Also all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the device got stuck after two-third of the staples were used. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review the product visistat 35r 6/box, lot number 73k1400375 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the device got stuck after two-third of the staples were used. The patient's condition was reported as fine.